Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the pump supplies to resolve the occlusion alarm. While loading the new supplies, insulin was not observed exiting the infusion set tubing. Pump supplies were changed again and insulin was observed exiting tubing. Blood glucose was 150 mg/dl.